Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages without prior gel release/ check belt/ damaged cable) has been confirmed. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause for the check belt messages and false prompt to add gel is a miscommunication with the electrodes. The cause of the miscommunication is the damaged cable and wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male patient's nurse contacted zoll customer support to report check belt and 'add gel' messages without a prior gel release. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported damage to the cables. The patient was issued a replacement electrode belt.